Event description:
It was reported that the delivery wire broke and required intervention. This patient was receiving embolization treatment for a 16 mm aneurysm off the superior mesenteric artery (sma). During release of this embold fibered coil into the aneurysm, the coil did not release when the perforation markers were broken. Upon removal of the pusher wire, the delivery wire had broken off inside the patient and the coil stretched. The physician attempted to snare the wire unsuccessfully, which resulted in a dissection (causing bleeding) of the sma proximal to the aneurysm. A cut-down was performed to surgically repair the dissection and physically trap and capture the filament wire. The delivery wire was cut and removed at the origin of it and the rest of the coil was left in the aneurysm. The patient was hospitalized and had fully recovered, and the aneurysm was considered successfully treated.